Event description:
It was reported that several days post a da vinci single site cholecystectomy procedure the patient expired at home.

Manufacturer narrative:
On (B)(6) 2013, intuitive surgical, inc. (Isi) contacted the surgeon who performed the surgical procedure. The surgeon indicated that the planned surgical procedure was performed on (B)(6) 2013. Per the surgeon, he was not aware that the patient had experienced any intra-operative complications and the procedure seemed to go fine. No malfunction of the da vinci surgical system, instruments or accessories occurred during the surgical procedure. The surgeon indicated that he does not know the date that the patient expired and that at this, he was unable to provide the root cause of the patient's death, since he has not yet received a copy of the coroner's report. On (B)(6) 2013, isi received additional information from the hospital's risk manager regarding the patient. The risk manager indicated that the patient expired on (B)(6) 2013 and that the patient was not re-admitted into the hospital between the date of discharge and the date of death. No other information was provided. A review of the site's system logs for the reported procedure date found no system errors were generated that would have caused or contributed to the patient's demise. This complaint is being reported due the patient's demise post a da vinci si single site cholecystectomy procedure. Based on the information provided, isi is unable to determine the root cause of the reported event. A follow-up medwatch report will be submitted to the FDA if additional information is received.